Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery intermittently could not be charged. Customer's blood glucose ranged from 90-181 mg/dl. System check could not be performed as the issues occurred in the past.